Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when the doctor asked the patient to bend their knee while the sheath was inserted. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that while using the sheath in the left popliteal artery. It was reported that the doctor had the patient bend the knee at some point during the procedure. At the end of the case, they realized the sheath separated from the hub which required the doctor to snare it out. There was no reported blood loss. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on (B)(6) 2023: the device did not appear to be damaged prior to use. The type of procedure that was being performed on the patient prior to using the glidesheath slender was a lower extremity venogram and stent placement. The patient was stable. The procedure was successful. There was no testing performed to confirm that the piece was removed entirely. It is unknown if there were any concomitant devices used with the glidesheath.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: ir supervisor. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.